Event description:
It was reported that the customer was hospitalized for high blood glucose. No glucose levels were provided. Troubleshooting was performed, and the insulin pump passed the prime and self-tests. It was stated that the customer called back and said she did not feel well. Her glucose levels were 342 mg/dl. Instructed customer to disconnect and check her glucose values of 85mg/dl. It was stated that the customer bolus 14u in approx 2 hrs. The customer became incoherent and sleepy. It was reported that the customer treated, but her glucose levels continued to drop. The paramedics were called to her home, and the customer initially refused their medical assistance, but after receiving blood glucose levels allowed them to help her.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed tot he event as no prod has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.